Event description:
The device was flagged for downstream pressure sensor. Final acceptance was conducted and failed due to air in lines error. Internal investigation found the resistor motor drive was unseated on the pcba board and was reseated. After internal investigation, final acceptance was attempted again and air in lines error reappeared. Pump was reverted to manufacturing mode to test set ID and downstream pressure sensor. Set ID and downstream pressure sensor both failed functionality testing in manufacturing mode. Set ID and bubble detector assembly and downstream pressure sensor assembly will be replaced during repair.

Event description:
The following has been reported: biomed reported: I have another pump failure. Waiting for confirmation if patient harm and if issue stopped active infusion and what type of pump alarm. Biomed confirmed pump problem alarm and no patient harm or report of issue stopping active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.